Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial cable doesn't work. It was also reported there was loss of sensing and capture on the atrial cable. Status of the cable is unknown. No patient complications have been reported as a result of this event.